Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown variax distal radius- dorsal.

Event description:
After removal of dorsal plate there were thin ring like metal shavings.